Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the device did not turn on. The user¿s complaint was confirmed. In addition, the front bezel was damaged. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer for this event, the device did not power on. There is no reported harm to any patient.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Event date is not known. It is not known whether the event took place before, during, or after the procedure.

Event description:
Addendum mar 22, 2022: device was inspected prior to use. The intended procedure was diagnostic. The device was replaced with another for the intended procedure. There was no delay for the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Phenomenon: the power does not turn on. Broken front bezel. Device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Review of service history : no repair history for the past year.. The cause of the phenomenon (power does not turn on) may attribute to faulty gi board, however, the cause of the faulty board could not be identified. For broken front bezel. The repair confirmed the phenomenon. Olympus will continue to monitor complaints for this device.